Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed white material floating in the syringe after inserting the syringe into the cartridge. Blood glucose (bg) was 250 mg/dl. The customer filled a new cartridge.